Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, specifically showing 0 units when 240 units were expected. There was no adverse impact to the customer's blood glucose level. The caller completed the necessary steps to troubleshoot, including reloading the cartridge and using room temperature insulin. Technical support assisted by walking the caller through the process of filling and loading a new cartridge, and planned to replace the pump due to the unresolved issue with the original cartridge.